Manufacturer narrative:
Because the complainant neither provided lot information nor returned the device for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated that curlin tubing leaks when used with a particular spike manufactured by bbraun. During follow-up communication, the facility informed mmdg that the tubing would leak at the insertion point of the adapter. No patient involvement was reported. (B)(4).